Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twelve events were reported for this quarter. Eleven devices were received. The reported event was not duplicated during testing for 11 devices; however, the devices were outside specifications. Nine devices were found to be affected by corrosion. One device was found to be affected by a damaged component. One device was found to be affected by non-stryker repair. One device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 12 malfunction events, in which the device overheated. Eight reported events had no patient involvement; no patient impact. Four reported events had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale: corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was not available to stryker for evaluation.  Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 12 malfunction events, in which the device overheated. 8 reported events had no patient involvement; no patient impact. 4 reported events had patient involvement with no patient impact. 3ps.